Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a closure top stripped during final tightening intra-operatively. There was no reported patient impact.

Manufacturer narrative:
Device evaluation: visual inspection revealed minor damage to the threads and screw drives of the closure tops. Potential cause: root cause was unable to be determined. This event could possibly be attributed to off-axis forces applied during closure top insertion, cross-threading, or using a stripped driver. DHR review: per DHR reviews, the parts were likely conforming when they left zimvie control. Device use : this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a closure top stripped during final tightening intra-operatively. There was no reported patient impact.